Manufacturer narrative:
Inadquate interaction in clip forming. Evaluation summary: the instrument was received in good visual condition, with 1 clip in the jaws. The clip was removed to measure jaw width. The instrument cycled 8 clips conforming, and 2 class iii scissored clips due to an inadequate interaction between the cam channel and jaw. The instrument locked out as intended.

Event description:
It was reported that during a laparascopic cholecystectomy procedure, the device jammed. Another same like device was used to complete the case. There was no reported patient consequence.